Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was discarded and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 (air in line/set) alarm occurred on the homechoice device during dwell three of six of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical services representative assisted the patient in ending therapy and the patient planned to complete therapy using manual supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available.